Event description:
It was reported to olympus, that the hd camera head had incorrect sterilization. The issue was found during reprocessing after use. The procedure was a therapeutic transurethral resection and it was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that cloudy image was seen due to lens scratches. It was also noted that the focus ring was deformed and it was flooded. The charge coupled device was flooded and the cable was deformed. There were white scratches noted on the device and the unique device identifier was not able to be read. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the sterilization issue was caused by the user having conducted autoclave sterilization, which is not recommended by the manual. Water may have entered the device and contributed to the lens' cloudiness. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not autoclave the camera head. The camera head could be damaged.¿ olympus will continue to monitor field performance for this device.